Event description:
It was reported that shaft break occurred. The target lesion was located in the popliteal artery. A 3.50mm x 32mm veriflex stent was selected to treat the lesion. They were trying to get the stent in the popliteal area; however, the device was unable to be advanced to the target lesion. When they pull to remove the stent, the shaft of the stent delivery system(sds) broke and was left in the patient's body. Additional stenting was performed using unspecified self expanding stents to pin what was left in the patient's body against the vessel wall. No further patient complications were reported.

Manufacturer narrative:
. Device evaluated by MFR: returned product consisted of the proximal portion of the liberte/veriflex stent delivery system (sds) with a liberte/veriflex shelf box and product pouch. The distal portion of the catheter including distal shaft, balloon and stent were not returned for product analysis. The batch number on the returned packaging and device matched the reported batch number. There was contrast and blood on and in the midshaft. There was a complete shaft separation 12.7cm from hypotube. The midshaft was flattened. There were multiple kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "the veriflex (liberté) over-the-wire and monorail coronary stent systems are indicated for improving coronary luminal diameter." (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the popliteal artery. A 3.50mm x 32mm veriflex stent was selected to treat the lesion. They were trying to get the stent in the popliteal area however the device was unable to be advanced to the target lesion. When they pull to remove the stent, the shaft of the stent delivery system(sds) broke and was left in the patient's body. Additional stenting was performed using unspecified self expanding stents to pin what was left in the patient's body against the vessel wall. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).